Event description:
The hosp reported that during a coronary artery bypass procedure, four heartstring ii failed. Three would not load properly and one failed to deploy. A fifth replacement unit was used to complete the procedure. The hos did not report any pt effects. This device is not returning for investigation as it was discarded. Refer to 2242352-2011-01534, 01535 and 01537.

Manufacturer narrative:
The device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).